Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed an unrecognized "short in system" and a "compressor failure -1001 " error message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.